Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the 4965 ventricular lead was fractured. The ventricular lead was capped and replaced. It was further reported that during the replacement procedure, with the 4076 lead, the helix was not functional as it would not extend. The 4076 was not implanted. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found, blood in/on helix/lobe mechanism. Full lead returned and analyzed.